Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that after replacing the electrically erasable programmable read-only memory (eeprom) the device powered up normally. The device was run on the automated test console, all tests passed. Conclusion: corrupt eeprom.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a generated error and it was attributed to the main printed circuit board being out of specification in an electrical manner. Analysis further noted that the lower case had a damaged red wire, the main seal was damaged by being pinched between the cases, the device needed the updated battery shorting bar design and a review of the log revealed errors present. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator generated an error code. The generator was returned for service. There was no patient involvement.